Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the air sensor was damaged and upstream occlusion (uso) was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed. The air in line sensor and uso seal were replaced. Pump then passed all testing.

Event description:
It was reported that the pump battery door was damaged. The issue was discovered during testing. There was no patient involvement. Device evaluation revealed the air sensor was damaged and the upstream occlusion seal was buckling.